Manufacturer narrative:
The reported complaint was not verifiable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(UDI): (B)(4). Evaluation is in progress, but not yet concluded.

Event description:
Per clinical review on 12-sept-2017. During the bypass procedure on (B)(6) 2017, the perfusionist (ccp) had concerns that the values were not accurate on the blood parameter monitor (bpm). No further information regarding the complaint was able to be obtained. Numerous diligence attempts to gather more information were unsuccessful. It was unclear whether the inaccuracies were on the arterial side bpm, the venous side bpm, or hematocrit saturation module (h/sat). Since the ccp was the individual who noticed the inaccuracies, it was noted that they were aware of the issue and made a clinical decision to change out the device on bypass. The incident did not delay the surgical procedure and the patient was weaned from cardiopulmonary bypass (cpb) without issue. There was no blood loss, and no harm was observed.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the unit to show an srs failure. Due to the srs failure, the blood parameter monitor (bpm) was disabled, therefore could not be evaluated for accuracy. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, an inaccurate value was displayed on the monitor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.